Manufacturer narrative:
Event description: it was reported that during a prosthetics surgery the driver broke off. Since the complaint device was not returned, a physical evaluation could not be performed and therefore, the reported event cannot be confirmed. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
It was reported that during a prosthetics surgery the driver broke off. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.